Event description:
It was reported that during use blood flow control is not restricting flow while trying to attach luer connection with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter: it was reported that there have been reports of blood flow not being restricted while trying to attach a secure luer connection.

Manufacturer narrative:
H.6. Investigation summary bd received a (B)(4) gauge insyte autoguard blood control unit from lot 9319742 along with one empty shipping box for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed no physical/mechanical damage to the device. Next, the unit was tested for leakage from the septum and no blood escape was observed during testing. Based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no damage/leakage was observed a definitive root cause could not be determined. The manufacturing facility has been notified of this incident and the findings. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use blood flow control is not restricting flow while trying to attach luer connection with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter: it was reported that there have been reports of blood flow not being restricted while trying to attach a secure luer connection.